Event description:
It was reported that while stimulation was turned off, the stimulation was intermittent. The event occured following a position change. The symptoms were noted at the stimulation location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, lot# serial# (B)(4), implanted: (B)(6) 2010, product type lead, product ID 3777-45, lot# serial# (B)(4), implanted: (B)(6) 2010, product type lead, product ID 37743, serial# (B)(4), product type programmer. (B)(4).